Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old female patient, the device displayed a "battery high voltage" message and failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The complainant was contacted for return of the device. The device has not been returned for evaluation. This report for battery high voltage message was inadvertently submitted and reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that while attempting to defibrillate a 77-year-old female patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.